Event description:
(B) (6) patient underwent cardiac cath. Pt taken to recovery area where femostop gold was applied. Gauge displayed error message and could not be calibrated.====================== health professional's impression======================the device failed to calibrate.====================== manufacturer response for femostop compression device, femostop gold======================manufacturer is sending a representative from sweden to inspect devices.